Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a pt had passed away on (B)(6) 2014 while not wearing the lifevest. Between 12:44:58 and 12:48:29 pm on (B)(6) 2014, the lifevest delivered three treatment shocks to the pt. The first and third treatment shocks were in response to ventricular fibrillation (vf), a treatable rhythm. Both shocks successfully converted the pt to bradycardia at 50 bpm and sinus rhythm at 74 bpm, respectively. The second shock was in response to sinus rhythm at 79 bpm. The post-shock rhythm was bradycardia at 52 bpm. Multiple counting of tall t-waves contributed to the false detection. The pt was at home and unresponsive during the event with his wife present. The response buttons were pressed intermittently during the event, which confirms the presence of bystanders. Ems responded to the pt and removed the lifevest to continue treating the pt. The pt later passed away in the hosp.

Manufacturer narrative:
Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation events. There is no indication that the lifevest caused or contributed to the pt death. Device manufacture date: monitor (B)(4): 05/01/2013 - reuse; electrode belt (B)(4): 02/01/2011 - reuse.